Manufacturer narrative:
The reported used/damaged device was returned to conmed for evaluation. Visual inspection verified the complaint; the lower jaw was broken off. No additional damage was found on the device. It is possible this damage occurred during non-surgical handling to initial the critical weakness in the lower jaw. A two-year review of complaint history revealed 19 similar complaints for this device family. In that same timeframe, 31,911 units have been manufactured and shipped worldwide. A risk analysis was performed and deemed acceptable. The instructions for use advise of the following. Avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. Clean and sterilize before each use following the "cleaning and sterilization guidelines for the suture passer" on page 2. If tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. This incident type will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported to a conmed distributor that during a rotator cuff repair, the jaw of this spectrum autopasser broke while grasping tissue to pass the needle. The detached lower jaw was removed and the procedure was completed using another clamp. This device issue was not reported to cause or contribute to any patient harm. This report is raised on the basis of a reported device malfunction with potential for injury with recurrence.